Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that, the tip of an evos sm 2.5mm fixed handle linear hex driver broke off while being used. Incident occurred with instruments inside the patient. It is unknown how was the procedure finished. No delay was reported. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports a breakage of the tip of an evos sm 2.5mm fixed handle linear hex driver and it is unknown if the broken tip was retrieved from the patient. Without responses to the clinical information requests, the reported tip breakage could not be further assessed. The externally communicating device is neither manufactured nor intended for implantation; therefore, no long-term exposure with skin or tissue (implantation) data is available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A visual inspection confirmed the tip is broken off the evos sm 2.5mm fixed handle linear hex dr and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.